Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Ages/date(s) of birth: exact ages unknown, not provided. Gender(s)sex(es): male and female. Date of event: unknown, not provided. Model number: unknown, information not provided. Serial number: unknown, information not provided. Unique device identifier (UDI #): UDI number is unknown as the serial number was not provided. Expiration date: unknown, as serial number was not provided. Catalog number: catalog number is unknown, as product serial number was not provided. If implanted; give date(s): unknown, not provided. If explanted; give date(s): unknown, not provided. The devices were not returned for analysis. The serial numbers for the devices were not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date(s): unknown, as serial numbers were not provided. (B)(4). Citation: jay s. Pepose, mujtaba a. Qazi, richard chu, and jason stahl. A prospective randomized clinical evaluation of 3 presbyopia-correcting intraocular lenses after cataract extraction. American journal of ophthalmology 2014;158:436¿446. All pertinent information available to (B)(4) has been submitted.

Event description:
The following article was received based on a literature review: article: a prospective randomized clinical evaluation of 3 presbyopia-correcting intraocular lenses after cataract extraction. The publication reports patient had device dislocation which required explant. This MDR captures the device dislocation. A separate report is being submitted to capture the reported adverse event.